Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable wires were exposed. A replacement cable was sent to the customer. Customer's blood glucose ranged from 135-136 mg/dl.